Event description:
In this event a doctor reported that an estylus 1:5 handpiece overheated. There was no injury or intervention.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The complaint for "the handpiece heats up" was verified. The root cause code was set/tail/head assembly, excessive use/abuse.